Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers spouse called in to report low blood glucose level of 20 mg/dl. The paramedics were called to their residence. The paramedics stabilized the customer. Nothing further reported.